Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone he has been experiencing high blood glucose for weeks and wants the device to be replaced. Customer declined any troubleshooting. Stated the issue with the device was the motor not working properly. Customer didn't provide blood glucose level. Customer is returning the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.